Event description:
Found during incoming inspection. The customer reported that, after receiving the device back from repair related to filed action, they opened the shipping box and the device was displaying all there warning icons and would not turn on. There was no pt associated with the report.

Manufacturer narrative:
The device was returned to physio-control and evaluated by the failure analysis ctr. The reported problem was verified. Root cause of the reported problem was determined to be due to an intermittent failure of the switch flex assembly, designator w06. Contact number 8 of a connector, designator p506, was misaligned when crimped onto the flex assembly and is touching contact number 7.